Event description:
Pt's infusion sets, from this lot, appear to have longer needles than previous sets. Stated that they "appear to have an extra set of bumps." Pt experienced high blood glucose (6.0-15.0 mmol/l), while using the infusion sets, and also noted abnormal bruising at the infusion sites. Pt self-treated by changing to a new lot of infusion sets. No additional treatment was provided.